Event description:
It was reported an esophageal injury occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the patient. The next day, the patient started vomiting blood and had bloody stools. Their hemoglobin dropped from 12.5 to 7.7 and they received 2 units of packed cells. A gastrointestinal (gi) scope was performed which revealed a mallory weiss tear. On (B)(6) 2019, the patient was discharged to a skilled nursing facility for rehabilitation. The patient returned to the hospital the same day with a fever and was tachypnic. On (B)(6) 2019, the patient still remained in the hospital. It was further reported that the patient was taking plavix and eliquis and had no history of gi bleeds. The patient was discharged to the skilled nursing facility to undergo short term physical therapy.

Manufacturer narrative:
Initial reporter first name updated from (B)(6) to (B)(6). Initial reporter last name updated from (B)(6) to (B)(6).

Event description:
It was reported an esophageal injury occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the patient. The next day, the patient started vomiting blood and had bloody stools. Their hemoglobin dropped from 12.5 to 7.7 and they received 2 units of packed cells. A gastrointestinal scope was performed which revealed a mallory weiss tear. On (B)(6) 2019, the patient was discharged to a skilled nursing facility for rehabilitation. The patient returned to the hospital the same day with a fever and was tachypneic. On (B)(6) 2019, the patient still remained in the hospital. Boston scientific has attempted to obtain additional information but none has been provided at this time.